Manufacturer narrative:
(B)(4). Returned product consisted of an nc emerge balloon catheter. The balloon is in two pieces on the distal shaft. There is blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon is completely circumferentially torn 4.5mm from the proximal markerband. The distal end of the balloon is bunched up. The tip is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and removal difficulty occurred. The target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. After a 2.75x38mm synergy drug eluting stent was deployed, a 3.50mmx12mm nc emerge® balloon catheter was advanced for post dilatation. However, during the third inflation at 18 atmospheres for 10 seconds, the balloon ruptured. When the device was pulled out, it got caught at the stent edge and resistance was felt. The device was completely removed from the patient despite the resistance encountered. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.